Event description:
As reported by the user facility (B)(4)): under infusion: on (B)(6) 2006, a new therapy was started at 04h53. After 12h the infusion bag should be empty, but this was not the case. It was only emptied half. The used spaceline was a new one. Precipitation was noticed in the drop chamber, not in the bag itself so there was no incompatibility in the bag. After analysing the history, we noticed that the pump gave multiple times drop alerts (to few drops = occlusion alarm upstream with dropsensor). MFR - 9610825-2014-00283.